Event description:
A customer obtained an erroneously elevated result for troponin (accu tni) on one patient's sample. The initial result was "approx 15.00 ng/ml". The result was not reported out of the lab. The original sample was re-tested and repeated result was 0.04 ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects accu tni samples in plastic lithium heparin tubes. Qc was within specifications prior to and after the event. A field service engineer (fse) was dispatched: the fse replaced the aspirate probes, peri-pump tubing, and mixer belt. The fse performed a system check and ran an accu tni qc; all testing passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.